Manufacturer narrative:
Product analysis: analysis confirmed the customer comment the that programmer stylus and cursor were not aligned. Cleaned and reseated xy board to overlay connection. The stylus was calibrated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus required calibration and it was not possible to select items on the display screen. The programmer has been returned for service. There was no patient involvement.